Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. No damages or deficiencies were observed that would contribute to the reported dislodged cannula. The cause of the reported dislodged cannula could not be determined. Investigation of the bottom housing indicates that the adhesive was properly welded to the device and no damages or defects were observed that would contribute to the reported event. The cause of the reported adhesive issue could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level (bg) rose to >250 mg/dl while wearing the pod between 36 and 48 hours. While the patient was walking, the pod reportedly fell off the infusion site (arm), causing the cannula to dislodge. As treatment, the patient applied a new pod.